Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment in the touched position. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The se performed a calibration, but the issue was not resolved. The se then replaced the touchscreen to resolve the issue.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion: the product investigation lab (pil) technician was unable to confirm the complaint of ¿misalignment in the touch position¿. The touchscreen flex circuit successfully passed all resistance tests. D4: product UDI number is corrected.